Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to log in to the pyxis server, and the error message this site can¿t be reached was displayed. A technical support specialist (tss) documented the actions taken to address the connectivity issue. The tss modified the network ethernet configuration from automatic negotiation to one hundred megabits per second half-duplex after identifying that the station had lost communication with the server due to a network-related issue. The network adapter settings were reviewed and updated accordingly using system configuration commands, and the change was applied to stabilize communication between the station and the server to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user reported unable to login to server. There were no adverse events or injuries reported based on this event.